Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, the customer contacted the technical support engineer (tse) regarding a repeated recoverable error 32098 on the universal surgical manipulator (usm1). The customer indicated that a system restart had already been attempted without success before contacting tse. Tse reviewed the system logs and identified error 32098, which pointed to an axis controller motor (acm) issue on usm1. Tse then guided the customer through a full system restart that included an epo and breaker cycle; however, the issue persisted. Tse subsequently guided the customer to disable usm1 and explained that the system could continue to be used as a three-arm system configuration. The customer was able to successfully disable usm1, but the surgeon declined to proceed using the system in that reduced configuration. The customer indicated that an alternate system that was available on site would be used instead. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to error 32098. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Probable root cause of error 32098 points (brushless motor controller (blmc) error occurred, reported by axes controller, motor (acm) in arm1 usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.